Event description:
02/1988: bilateral breast ca diagnosis. 03/1988: bilateral mastectomy with immediate insertion of tissue expanders. Later in 1988, removal of tissue expander and implant of silicone breast implants. 10/1999: MRI revealed "leakage of material from both prosthesis". In 2000 exchange of implants bilateral breasts. Op note states "disintegrated implants."